Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   Device evaluated by the distributor

Event description:
It was reported a patient fell from the bed, and the bed exit could not be heard due to it having been turned down or set to a low level. There was no alleged injury related to the reported event.